Event description:
A malfunction alarm with the code malf 16 was reported by a customer. The impact on the customer¿s blood glucose level is unknown as the customer declined to answer whether their level exceeded 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also asked to return the malfunctioning pump to tandem using a pre-paid shipping label within 10 days and was guided on how to place the pump into storage mode before returning.